Event description:
It was reported that this device had a battery status at end-of-life after approximately eight years of implant time. The device could not be interrogated. The doctor elected to explant and replace the device. The device was successfully replaced with another. There were no additional adverse patient effects.